Manufacturer narrative:
H6: eval results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue.

Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three-piece lens but the lens tore. There was no patient contact or injury. The reporter stated the cause of the lens tear was due to the lens not being loaded properly.